Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The anchor' sleeve is cracked on its proximal end. The suture is cut and frayed. An attempt was made to remove the anchor by turning the shaft counterclockwise, however, it was not possible. The tip of the sleeve was checked, and it was found to be blocked by a deformation due to the pressure exerted when it was inserted. Counter pressure was applied to the outside and rotated counterclockwise at the same time and the anchor was successfully released. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the versalok threader tab *ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure, the sleeve was blocked at its distal tip due to the pushing action exerted when it was inserted, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure on the shoulder for a rotator cuff tear, it was discovered that the anchor on the versalok threader tab *ea device could not be pulled out even after counterclockwise rotation. During in-house engineering evaluation, it was determined that the suture was damaged - cut/broken and frayed and the device was cracked and deformed/bent. It was further reported that the anchor was utilized in a bridging suture with a subscapularis tendon suture. The surgeon followed the standard procedure, using the gun to lock the device. Subsequently, the surgeon attempted to remove the inserter by turning a white cap counterclockwise but was unable to extract it despite multiple efforts. Ultimately, the surgeon removed the anchor itself, cut the tape, and extracted the entire assembly from the patient's body. There was thirty-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.